Manufacturer narrative:
Consumer stated they experienced a dent in enamel of teeth. Complaint received from (B)(6).

Event description:
Consumer called stating that they noticed a dent in the two front teeth after using the 3-series power toothbrush. Consumer went to dentist.